Manufacturer narrative:
H.6. Investigation: customer returned (1) loose 3/10cc syringe. Customer states that the shields are difficult to remove from syringes and when the shield was removed, the needle and hub stayed attached to shield. The syringe was returned with the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch# 9168934. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200832054, 200831485] noted that did not pertain to the complaint. Process summary: automatic syringe assembly machine, which feeds 0.3ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: there was debris in the dial. Corrective action: l2l dispatch #71462 to clean debris out of the dial. CAPA#1122103 has been opened to address this issue of hub separates.

Event description:
It was reported that during use the hub separated from the device with a bd syringe 0.3ml 31ga 6mm. The following information was provided by the initial reporter: when the customer removed shield, needle and hub stayed attached to shield.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the hub separated from the device with a bd syringe 0.3ml 31ga 6mm. The following information was provided by the initial reporter: when the customer removed shield, needle and hub stayed attached to shield.